Event description:
It was reported that a loss of a ceramic inlay on a 38610mw post op was detected. The whereabouts of the ceramic inlay in the patient was confirmed by x-ray control. According to a telephone call, there are currently no plans to surgically remove the ceramic inlay.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The product was returned on 2024-07-03. The investigation of the product was completed on 2024-07-18. A visual inspection was carried out. It was observed on the scissor blade that the solder has been rinsed off, which could be an indication of the loosened bond of the ceramic. The instructions for use state that the chemical manufacturer's instructions regarding concentration, exposure time and standing time must be followed exactly. If they are not followed exactly, the ceramic inlay may have loosened as a result. In addition, the cutting edges of the scissor blades are damaged, which could indicate excessive force development. It can therefore be concluded that the most likely cause of the ceramic inlay falling out is user error. The event is filed under internal karl storz complaint ID: (B)(4).